Event description:
The device in question was programmed at a rate of 100 ml/hr to deliver a total volume of 40 ml in 24 minutes. The device in question delivered 75 ml in 24 minutes.

Manufacturer narrative:
The device in question was returned to walkmed infusion for inspection and was subjected through a delivery accuracy test. The device was programmed at a rate of 100 mg/hr with a target delivery volume of 40 ml. The device did not meet walkmed infusion's acceptance criteria as it had delivered 44 ml. The device was discovered to be out of adjustment. Walkmed infusion confirmed this device was out of specification in regards to its delivery accuracy. A review of the manufacturing records did not reveal an nonconformities related to the reported event.